Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The getinge stm that discovered the issue removed the fiber optic sensor extension cable assembly and replaced it with the same part number. The stm then completed the scheduled pm and performed all functional and safety tests which passed per factory specifications. The iabp was then released to the customer and cleared for clinical service. The initial reporter named is a getinge employee who has different contact details from that of the event site; his contact information are as follows: (B)(6). The full name of the event site is (B)(6) medical ctr.

Event description:
It was reported that during preventative maintenance (pm) of the cardiosave intra-aortic balloon pump (iabp) by a getinge service territory manager (stm), it was discovered that the fiber optic connector was broken/damaged. There was no patient involvement, and no adverse event was reported.